Manufacturer narrative:
(B)(4). Field service engineer (fse) visited the account to service the system for the reported event of shadows detected - tracker failure. Fse replaced tracker cameras and tracker control printed circuit boards (pcb) and replaced hard drive as a preventative measure. System is functioning well and within factory specs. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On (B)(6) 2019 during treatment shadows were detected and treatment was aborted with 17 seconds left. The patient was rescheduled and return at a later date to complete the treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 12/30/1998, however the correct date is 03/23/2001. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.